Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the distal tip of the unit broke off in the patient. It was further reported that the tip was retrieved.